Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the "device emits noise every now and then." A request for additional information was made and it was learned the right ventricular lead displayed high impedance. Re-programming was performed and no patient complications have been reported as a result of this event.